Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed/ "add gel" messages) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, causing the "add gel" messages. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages and the cables were damaged.